Manufacturer narrative:
The account stated the communication cable was damaged and there are broken pins. No further info is available on the repair of the bed at this time.

Event description:
The account alleges the bed will not place a nurse call. No injury reported.